Event description:
It was reported that during a stent placement procedure, the stent was allegedly would not fit into the guidewire. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. Two kinks were identified on the delivery catheter of the system upon sample receipt. This may have caused during reshipment of the complaint sample. However, the inner catheter lumen could be flushed without problems and device compatible guide wire could be successfully inserted through the entire stent delivery system. The stent was found partially deployed upon receipt of the sample; it is suggested that the partial stent deployment may be a consequence of the reported problems inserting the delivery system over the guide wire. Based on the information available and the evaluation of the returned sample partial respectively premature deployment is confirmed. However, the reported problem inserting the delivery catheter over the guidewire could not be reproduced. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. With regards to general directions, the instructions for use states 'pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician'. Regarding preparation of the device, the instructions for use states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Continue flushing until saline drips from the distal tip of the catheter (d) after flushing each luer port. Flushing these lumens will also facilitate stent graft deployment.' Regarding accessories, the instructions for use states ´the bard s.a.f.e.r 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath' also 'via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion'. The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. H10: d4 (expiry date: 08/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified. Expiry date: 08/2023.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly would not fit into the guidewire. There was no reported patient injury.